Manufacturer narrative:
H11: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted there was circumferential break at the proximal balloon joint. In the break, the gw lumen was exposed. Two kinks were noted on the catheter. No anomalies noted to the bifurcate or luers. No functional testing performed due to condition of the device returned. Therefore, the investigation is confirmed for the reported material deformation is confirmed for the reported material deformation as two kinks were noted on the catheter. Also, the investigation is confirmed for the identified break as circumferential break was noted at the proximal balloon joint. The investigation is inconclusive for the reported difficult to remove balloon protector as the conditions of use could not be replicated in the laboratory. The investigation is inconclusive for the reported guidewire advancement failure as no guidewire testing was performed due to circumferential break at proximal balloon joint. A definitive root cause for the reported guidewire insertion issue, material deformation, difficult to remove packaging material and identified break could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy;lit). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the dorado pta balloon allegedly bent/broken at the base. It was further reported that it was very difficult to remove the pin and cover. The procedure was completed using another balloon. No patient involvement was reported.